Event description:
The patient's blood glucose level rose to 15 mmol/l (270 mg/dl) and ketones were at 1.5 mmol/l while wearing the pod between 5 and 24 hours. The patient had to visit the emergency room as they were not feeling well, experiencing nausea and headaches. At the emergency room, the patient was monitored, did a ketone test and an electrocardiogram (ECG) but was not diagnosed with anything as well no treatment given by their healthcare provider (hcp). The pod was not removed and the patient was discharged the same day. Upon removal it was reported that the pod's cannula retracted, indicating a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.